Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 53 mg/dl, 330 mg/dl and was in the range of 140 mg/dl to 170 mg/dl. The customer was treated with tablets. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.